Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0fly0, product type: lead; ubd: 21-jan-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The caller reported that the patient had her lead wire revised due to lead wires "coiling up" after an MRI scan of her brain. The exact event date was not known, but the patient stated ¿it was 3 years¿ ago. The patient reported that after the MRI scan, the patient reported pain and she had an x-ray and it was verified via x-ray that the lead was coiled up. No further complications were anticipated/reported.